Event description:
(B)(4). It was reported during a percutaneous coronary intervention with stent implantation, myocardial infarction (mi) occurred. The subject presented due to unstable angina (braunwald classification-iiib) and was referred for cardiac catheterization. The target lesion was a long ostial lesion located in the left main coronary artery (lmca) and extending up to the proximal left anterior descending artery (lad). It was described as 25mm long, with a vessel diameter of 5.0 mm and 85% stenosis. The lesion was treated with direct stent placement using a 4.00x12mm promus element stent. Following post-dilatation, ivus was performed and a filling defect from the distal lmca to the ostium of lad was noted. This was treated with placement of a 5.0 mm x 15 mm non bsc bare metal stent overlapping the proximal portion of the study stent. A final kissing balloon dilatation was performed with 5% residual stenosis. During index procedure, the patient experienced elevated troponin and an mi was reported. ECG was performed. It was noted that the subject did not experience ischemic symptoms and no other action was taken to treat this event. The event was considered resolved without residual effects and the subject was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).